Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting an attune tibial tray the lever on the handle broke releasing the spring. All the pieces were recovered, washed and sterilized. The pieces will be returned for review. A replacement is needed. Thank you.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.